Event description:
Patient's mother reported her daughter was diagnosed with a corneal ulcer in the left eye and giant papillary conjunctivitis in the right eye after wearing her contact lenses. Patient was treated with antibiotics and steroids and was still under treatment. In the opinion of the treating physician, the corneal ulcer was bacterial in nature and was attributed to poor compliance while using contact lenses. No cultures were performed. There is no permanent decrease in visual acuity.

Manufacturer narrative:
The contact lens involved in the event was evaluated and found to be within specification. The treating doctor indicated the event was attributed to poor compliance while using contact lenses. Based on the information, no root cause can be determined and no conclusion can be drawn.